Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-apr-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg7+ cartridge lot n23296a.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2024, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant potassium result on a patient. There was no patient information available at the time of this report. Method collected tested result sample I-stat 13:50 immediately 7.7 a I-stat 13:56 immediately 2.7 b lab 14:14 ni 5.6 c at this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.